Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jun2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported blank display. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 28jun2019. Date of report: 09uag2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician reseated the vga pcba to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.